Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not replicate the fault but the error logs showed intermittent issues. Fse replaced the footrest assembly to resolve the issue. The cable integrity and securing was checked and no issues were found. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted subtotal colectomy surgical procedure, the system encountered a non-recoverable fault with error code 44 . Prior to the call, the customer restarted the system but after power on, the system encountered error code 42. The customer restated the system several times but the error persisted. The technical support engineer (tse) verified in the logs the reported errors pointing to a foot tray switch issue on the surgeon side console (ssc) 1. The system had two sscs connected for the procedure. Tse advised the customer to proceed with only one ssc. Tse guided the customer through shut down of the system, disconnection of ssc 1 and restart. After startup, there were no errors present. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no injury to the patient. The procedure was completed robotically using the other surgeon side console.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The footrest assembly was analyzed and the reported failure could not be reproduced. The unit was installed onto the test system, there were no issues at start up and after performing a camera pedal test, the pedal worked normally.

Event description:
Refer to h10/h11 for follow-up information.